Event description:
The manufacturer's representative reported that the new pump was not primed on the back table prior to replacement. The catheter was clamped with 50mg/ml of morphine (volume unknown) and the reservoir was filled with morphine 25mg/ml. The physician estimated the implanted length of the catheter to be 60cm. The bridge bolus was calculated estimating the durations for intrathecal delivery of the 50mg/ml, then delivery of the water, and then delivery of the 25mg/ml. Daily dose unknown. The hcp was considering oral supplementation during period that patient would not be received drug. A follow up report will be sent if additional information becomes available.